Manufacturer narrative:
On (b)(60 2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: patient condition. Intervention provided: rv pacing and isopropyl. Patient outcome of the adverse event: fully recovered (no residual effects). Additionally, section a was updated. The patient is female. The patient's date of birth is (B)(6) 1975. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-nov-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a navistar¿ electrophysiology catheter. The patient suffered heart block which required steroids and pacing. During the ablation they caused a heart block mobitz type ii. They were about 10 mm away from the his while they were ablating. The caller states they lost conduction to the ventricle. They paced the patient via the rv catheter and they had retrograde conduction. They knew they did not take out the fast pathway. They think they may have stimulated the parasympathetic nervous system. The patient was being monitored and she did start to recover a little bit. The reporter states they will find out tomorrow if the patient made a full recovery. When the patient left the lab they were not being paced. The reporter states the patient received some isopropyl. The patient had some prolongation and they are slowly recovering. The patient was starting to pace on their own and they were in first-degree heart block. The patient is stable and they are staying overnight for observation. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the navistar catheter. Per the event, several tests were performed. The magnetic and temperature features were tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30495906m number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a navistar¿ electrophysiology catheter. The patient suffered heart block which required steroids and pacing. During the ablation they caused a heart block mobitz type ii. They were about 10 mm away from the his while they were ablating. The caller states they lost conduction to the ventricle. They paced the patient via the rv catheter and they had retrograde conduction. They knew they did not take out the fast pathway. They think they may have stimulated the parasympathetic nervous system. The patient was being monitored and she did start to recover a little bit. The reporter states they will find out tomorrow if the patient made a full recovery. When the patient left the lab they were not being paced. The reporter states the patient received some isopropyl. The patient had some prolongation and they are slowly recovering. The patient was starting to pace on their own and they were in first-degree heart block. The patient is stable and they are staying overnight for observation. The physician felt they may have stimulated the parasympathetic nervous system and the treatment was steroids. The physician was planning to give the patient the steroid for the treatment. They used a 4mm nav, cs, and an hra, his, and rv catheter. It was also reported that during the procedure, in the beginning, they received a 105 catheter sensor error. The staff stated the physician had disconnected and reconnected the catheter from the cable and the error was displayed. They replaced the cable and the issue was resolved and the case continued. Magnetic sensor error is not MDR-reportable. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.